Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an oozing irritation under her left breast. A physician looked at the irritation but did not provide any treatment. Attempts to follow up with the patient were unsuccessful. The patient's medical outcome is unknown.